Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(4) distributor contacted zoll to report that a patient has skin irritation (itchy and a little bit of blood) under the front therapy electrode pad. There was no follow up on irritation to see if it healed.